Manufacturer narrative:
No device malfunction was reported. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025, a 64-year-old female with a diagnosis of colorectal cancer metastatic to the liver underwent histotripsy treatment to five separate targets involving segments 2/3, 4a/b, and 7, for a total ptv of ~161 cm3. The procedure was completed without intraoperative complications. Post-procedure, both ultrasound and CT imaging revealed unremarkable findings with no evidence of procedural complications. However, the patient developed a transient acute kidney injury (aki), with serum creatinine rising from 47.9 mol/l pre-treatment to 444 mol/l by (B)(6), subsequently normalizing by (B)(6). The nephrology team attributed the aki to the histotripsy procedure. Concurrently, the patient developed hyponatremia, with serum sodium levels dropping from normal pre-treatment values to 118 mmol/l on (B)(6) and a nadir of 116 mmol/l on (B)(6), returning to normal by (B)(6). These abnormalities were managed supportively. The patient was also noted to have abdominal distension during recovery. An ultrasound confirmed the presence of ascites. Additionally, a contrast-enhanced MRI was performed one day post-treatment for further evaluation. The patient received a short steroid (predinsolone) taper post-procedure consisting of 30 mg delivered on day 1, 20 mg on day 2, and 10 mg on day 3. Following hospitalization, the patient was discharged in stable condition. Follow-up communication indicated that the patient was recovering well, with full resolution of the acute kidney injury and other post-treatment complications. No device malfunctions or other noteworthy events occurred during the case.